Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 2cc of juvéderm volite. The same day the patient experienced ¿redness on the left cheek but not pain.¿ two weeks after the patient returned for a follow-up visit and a red spot is still on the left cheek and had a pustule. The patient was treated with ¿hs 1,500iu (mixed with nss 2.5 cc).¿ symptoms are ongoing.